Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the real-time display did not show. Upon functional testing, the fse checked the system and found that the live monitor was damaged. The philips engineer replaced the live monitor with manual. After the replacement, the system returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor would not display. The system was in clinical use when this occurred. There was no report of harm.